Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited error code 1720 and had broken battery door. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional testing was performed. Functional testing found pump displaying "1720" error code alarm message on power up when batteries are inserted during the investigation. Found bad solder joint of back up capacitor lead to the resistor. The root cause of the reported issue was found to be component failure.actions were taken to mitigate the reported issue: resoldered the back up capacitor and resistor and replaced battery door.